Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-tortuous and calcified popliteal artery. A 3.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. However, during the initial inflation at 6 atmospheres for 1 minute, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.